Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-mar-2020, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018-, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was explanted on (B)(6) 2018 but part of the lead remained implanted. Referring to the operative report, the hcp stated that "upon removing the lead the wire uncoiled and the tip of the lead was left in situ". No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
Patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the reason for the explant of the patient¿s ins and lead being explanted was, although, the initial implantation of the sacral nerve stimulator was successful, it was no longer effective regarding fecal incontinence and the patient preferred to have it removed. Regarding the cause of the lead uncoiling and the tip remaining in the patient was that it was densely adhered to the patient¿s s3 foramen, likely due to fibrosis and tissue growth around the tines. A incision was made overlying the lead and the lead was grasped with a non-crushingclamp below skin level. Gentle traction led to the coiling of the lead. The lead was then grasped deeper and then it uncoiled and separated, leaving the distal portion in place. Further actions taken for the issue included a sacral pa and lateral x-ray was ordered on (B)(6) 2019. Also the patient was referred to a colleague of the reporting physician who had more experience with the interstim lead removal. It was also noted that the ins and portion of the lead that was removed was sent to the hospital¿s pathology department. There were no further com plications reported or anticipated.